Event description:
The clinic reported a leak from the machine. The gambro technical svs (gts) rep found a cracked and leaking balance chamber valve; the valve was replaced. No pt involvement was reported.